Manufacturer narrative:
B3: event date is not known. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. G4: this product is not approved for sale in us but a similar device with catalog#: 55840006540, 510k#: k113174 and UDI: (B)(4) is approved for sale in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with screw having l5/s posterior lumbar interbody fusion (plif) therapy for spondylolisthesis. It was reported that the right l5 screw had deviated into the intervertebral foramen, and symptoms of lower limb paralysis appeared. Reoperation was performed on (B)(6). The interver tebral foramen was flat, and because the insertion point was medial, the medial side of the foramen was perforated. Patient had transient foot drop, but it had been gradually improving before surgery. However, because walking caused reverberating pain, reoperation was performed. The right l5 screw was removed, the entry was changed to a outside approach, ps was inserted, and the rod was connected. The implant that had been in place was removed and then reused as it is and immediately after surgery, foot movement was good. There were no further complications reported regarding the event.